Event description:
It was reported that the ventilator changed its ventilation mode by itself and generated an audible and visible alarm. It was also reported that a pt injury occurred but the exact outcome is unknown.